Manufacturer narrative:
A synergy ii us mr 3.00 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent damage was noted in the proximal through to the middle section of the stent. Struts were found to be lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified tip damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. A 3.00 x 16 synergy drug-eluting stent was selected for use. However, during unpacking, it was noticed that the stent struts appeared to be lifted and deformed. The device was replaced with another stent. A 3.00mm x 12mm emerge balloon catheter was selected for use. However, during preparation upon introduction, the balloon shaft broke. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. A 3.00 x 16 synergy drug-eluting stent was selected for use. However, during unpacking, it was noticed that the stent struts appeared to be lifted and deformed. The device was replaced with another stent. A 3.00mm x 12mm emerge balloon catheter was selected for use. However, during preparation upon introduction, the balloon shaft broke. The procedure was completed with another of same device. No patient complications were reported.